Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on the mobile power unit (mpu) and reported a power outage. It seemed like there was not a long time till there was pump stoppage. The event log file captured power cable disconnect, low power hazard, and no external power while connected to the mpu on (B)(6) 2025 at 0107. The emergency backup battery (ebb) took over as intended from 0107 to 01:12:18. The event log captured various alarms associated with activation of intentional pump stop at 01:12:40. The mpu regained power at 01:15:04 and the pump restarted at 01:15:06. The primary issue was that the backup battery only lasted 5 minutes instead of the quoted 15minutes. This was particularly an issue for the patient as they had an oversewn aortic valve and lost consciousness while the pump stopped. After futher evaluation of the log, the ebb should have supported should have supported the patient for at least 15 minutes. It was recommended to replace the controller when it safe for the patient. The pump did resume normal operation after the mpu regained power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump stopping was confirmed via analysis of the log files; however, the reported event was unable to be reproduced during testing of the returned system controller (serial number: (B)(6)). Log files were submitted and downloaded for review and data from the dates 20jul2025 ¿ 22jul2025 were reviewed. The log files captured low voltage hazard and no external power alarms on (B)(6) 2025 from 01:07:06 to 01:07:32 due to a loss of external power while connected to the mobile power unit (mpu); this is consistent with the provided information stating that a power outage occurred at the patient¿s home. The system controller backup battery activated to support the system during the loss of external power. The log file then captured a system controller reset event on 20jul2025 at 01:12:38, and the pump was also observed to have stopped due to the system controller reset. A no external power alarm was also observed on (B)(6) 2025 from 01:12:39 to 01:15:04 due to the loss of external power to the mpu. The alarm resolved on (B)(6) 2025 at 12:15:05 once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. Once external power to the mpu was restored, the pump was then observed to have successfully restarted on (B)(6) 2025 at 01:15:08. Per design, a functioning external power source has to be connected to the system controller to start the pump. No other atypical alarms or events were observed in the log files. Aside from the pump stop event, the pump maintained a speed within the low speed limit without any issues throughout the log files. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for approximately two months without any issues or atypical alarms produced. While operating in the mock circulatory loop, the system controller was intermittently disconnected from external power and the backup battery supported the system for the expected 15 minutes each time without any atypical issues observed. No issues were observed throughout the duration of testing. The returned system controller was also disassembled to inspect the internal components and no issues were observed. Inspection of the returned backup battery (serial number: (B)(6)) also did not reveal any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10jan2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.